Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had power error detected alarm. Customer blood glucose value was unknown. The customer assisted with troubleshooting. The customer stated that they were able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the notification light stopped flashing immediately. The device will not be returned for analysis.